Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Initial report summary: it was reported during a vascular access procedure, the wire in the micropuncture transitionless access set uncoiled. While utilizing the seldinger technique in the femoral region, user tried to pull the wire out but it began to uncoil in the introducer. They were unable to pull the wire out to insert another wire through the introducer. So the physician then pulled the wire and introducer out as a unit to reestablish access. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation - evaluation. Reviews of the complaint history, device history record, instructions for use (IFU), manufacturer¿s instructions, and quality control procedures of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation was performed. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints have been received from the field. Thus, there is no evidence to suggest that there are any nonconforming devices in the lot or in the field. Furthermore, reviews of the manufacturer¿s instructions and quality control procedures were conducted, and no gaps were discovered. An IFU is provided with this device, which states ¿when inserting, manipulating or withdrawing a device through an introducer, always maintain introducer position.¿ as well as ¿do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ based on the information provided and no product returned, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Occupation: cath lab lead. PMA/510k #: k171275. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a vascular access procedure, the wire in the micropuncture transitionless access set uncoiled. While utilizing the seldinger technique in the femoral region, user tried to pull the wire out but it began to uncoil in the introducer. They were unable to pull the wire out to insert another wire through the introducer. So the physician then pulled the wire and introducer out as a unit to reestablish access. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.